Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis was unable to confirm the customer reported complaint of tips don't match up. There was no trouble found. The instrument was inspected under a digital microscope and the grips were not misaligned. Failure analysis investigation found the instrument's main tube had scratch marks/abrasions. The distal end of the main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the various scratch marks on the main tube with light material removal found during failure analysis if to recur could cause or contribute to an adverse event.

Event description:
It was reported that after a da vinci cholecystectomy surgical procedure, it was observed that the tips on the prograsp forceps instrument did not match up. The tips were a bit misaligned. There was no report of fragments falling into a patient. There was no patient harm, adverse outcome or injury reported.